Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2018. (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of medication through a large volume folfusor. This event was observed during filling of the device with unspecified medication and prior to patient use. There was no patient involvement. No additional information is available.